Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure upon initial exposure of the apex there was a right ventricle (rv) tear thought to be caused by either the central line wire or the tissue retractor and this was surgically repaired. The 26fr ascendra 3 sheath was then inserted and bleeding was noted. The surgeon tightened down on the purse string sutures and one of the sutures pulled through the myocardium. Additional bleeding was noted and the decision was made to put patient on bypass to decompress the left ventricle (rv). The blood pressure remained stable at 95/62mmhg. It was felt that the stitches were not taken deep enough when placing purse string sutures, causing the apex tear. The 26mm sapien valve was positioned 50:50 and deployed without rapid ventricular pacing (rvp) because the patient was on bypass. The valve landed more aortic (80:20 aortic) with mild- moderate paravalvular leak (pvl). The valve was post dilated with the delivery system with a final result of trace pvl. Additionally, the patient had a st elevation post valve deployment due to a possible left main occlusion. A selective left main angiogram was done and the flow was reported to be ¿ok¿. An iabp was placed, the patient monitored and the st elevation resolved without further intervention. The patient was weaned off bypass, extubated, alert and orientated. 6 days later the patient was reported to be stable, still in the hospital, but awake, alert and with no further complications.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case it appears that the st elevation may have been caused by a combination of procedural factors (e.g. Too aortic positioning of the valve) and patient factors (e.g. Severely calcified aortic leaflets and underlying stenosis of the lad). The too aortic positioning of the valve may have been caused by severe septal hypertrophy, in the presence of severe aortic valve calcification and a preserved ejection fraction. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00101.